Event description:
It was reported that during a laparoscopic prostatectomy procedure, thirty minutes into the procedure, the 5mm trocars started to leak gas (instruments were in trocars) and the surgeon noted that the pneumoperitoneum was dropping. The surgeon was then forced to wrap a swab around each instruments at the opening of every port in order to try and maintain the pneumoperitoneum was not very good. Surgery was prolonged thirty minutes. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 07/08/2009. Information anticipated, but unavailable at this time.